Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. During the investigation, the drivetrain motor at the brake assembly area was observed corroded/rusty, which caused the platform to display fault code 16. A review of the autopulse platform archive revealed that daily checks were not performed regularly. This type of corrosive damage is indicative of infrequent daily checks. The device checks are required per the user manual to help prevent the gap from seizing. Per the archive, the platform was not powered on for more than two months and the user mishandling/neglect cannot be ruled out as the platform was serviced on (B)(6) 2021, for fault code 16 caused by the seized brake gap. There was no physical damage observed on the returned platform during the visual inspection. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs). Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion which prevented the brake to open or close during activation. To remedy the reported issue, the failed drive train motor was replaced. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a fault code 16 (timeout moving to take-up position) message and powered off. The customer replaced the lifeband but the error persisted. Per the reporter, the platform is stored inside the ambulance in a climate-controlled bay. The platform was checked daily with no other issues reported. No patient involvement.